Manufacturer narrative:
(B)(4).

Event description:
It was reported that the warm up restarted after calibrations. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A review of the share log was performed and a warm up restart after calibrations was not found within the investigation window. The allegation was not confirmed. The probable could not be determined. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of a warm up restart after calibrations is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.